Event description:
On (B)(6) 2014, the patient underwent pipeline embolization treatment involving two pipelines. During the procedure, it was reported the first pipeline (4.50mm x 25mm) could not be opened and was also having difficulty advancing in the microcatheter. Another pipeline (4.50mm x 20mm) was advanced to the lesion, but also could not be opened. There was no injury reported, no permanent damage, no prolonged hospital stay, and no bleeding in excess. No further information as provided. Same event as MDR# 2029214-2014-00607.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device involved in the event has not been returned for evaluation.

Manufacturer narrative:
Additional information: device evaluated. Additional manufacturer narrative: device evaluation: the pipeline delivery system was returned for evaluation and the clinical observation could not be confirmed and the event cause could not be determined as the returned pipeline braid was found fully opened at both ends. The pipeline braid was returned detached from the pushwire; therefore, the distal and proximal ends of the braid were unable to be identified. Both ends of the pipeline braid were found fully opened with no damage. No bends were found on the pushwire. No defects were found with the tip coil, capture coil or proximal bumper. No other anomalies were observed. Possible contributing factor to the reported event include vessel tortuosity. However, the patient anatomy was not reported. Per our instructions for use (IFU): ¿begin to deliver the device using a combination of unsheathing the pipeline flex embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex embolization device has successfully expanded, deploy the remainder of pipeline flex embolization device by pushing the delivery wire and/or unsheathing the pipeline flex embolization device. Re-sheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate expansion of the pipeline flex embolization device. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ the original MDR 2029214-2014-00608 was submitted in 2014. The device has just been returned to the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.